Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The ventilator was found to power on without keypress activation when the sd card was inserted. The device's system board was replaced to address the issue.